Manufacturer narrative:
(B)(4). When reviewing similar reportable events, we have found 4 cases with similar fault description (safety belt hook broke during use ). Please note that to date, there has not been a patient drop nor a serious injury reported to us, related to this issue, previous incidents were reported in abundance of caution. The trend observed for all complaints for alenti safety belts is currently considered to be noticeably decreasing. We could not establish if the hygiene chair (alenti) used for patient handling at the time of the event was up to the manufacturer specification. The safety belt from that event was not available for an inspection. From our investigation, it appears the most likely root cause for a safety belts hook breaks is incorrect design of the belt's hook or not validated resistance of the material used. Based on the findings the engineering change was implemented, currently the modification is already validated and has been implemented on the new devices. Furthermore it was considered that the cause of the fall is directly connected with the safety belt hook breakage. The safety belt which should hold and secure the patient on the lift has failed, normally the resident from the group of the residents classified as correct for use with the alenti device should sit in the upright position and safety belts are being used only to ensure that the patient is in the correct position not to hold a weight of the patient on the chair. Information gathered from the letter form the client does not include information of the state of the resident before the event and we are not able to confirm if the alenti chair was the correct device used with the resident. In the instruction for use delivered with the device: "the resident should be active or semi-active (i.e. Able to sit upright self supporting on the side of a bed or toilet)", also "the resident should understand and respond to instructions to stay seated in an upright position. If a resident does not meet these criteria an alternative lift and hygiene chair shall be used." In the IFU delivered with the device the requirement of use a belt is described as obligatory. The safety belts should be used with the alenti to unsure the patient seats in correct position. Additionally to avoid patient falling the caregiver has to check if the patient is well positioned on the chair when sitting straight upright, with his/her buttocks at the back of the seat - with his/her back against the backrest and with the hands on the hand rest. Following incident description where safety belts failed allowing the resident to fall, when the resident was trying to reposition herself; we may suspect that except the fact that belts has failed, the resident was probably not correctly assessed for use with this device and not correctly positioned on the chair. When trying to determine the cause of death, we looked at the result of the doctors at emergency examination after 3 weeks after the event. This shows that she was not feeding, not hydrating herself and moving from her bed since the incident resulting now to respiratory failure. Based on that we may suspect that naturally the injuries were a result of the fall but the death was directly a result of the condition to which this resident was brought after 3 weeks in the nursing home not a directly from a fall, which injuries received are normally not considered as fatal. It appears the device may have contributed to the fall and the injuries associated with that outcome, however it does not appear there is a direct relation with the person passing away.

Event description:
Arjohuntleigh has received an information by a letter from the insurance company about an incident which happened a year ago on the alenti hygienic chair. As per letter received from the client it was reported that one member staff of the facility on her own transferred a resident with the help of a lift, for bathing purposes, without ensuring that she was appropriately attached. It appeared that the security belt of the lift was defective and had not been replaced. However, due to that negligence, a resident fell from a height of approximately 4 feet. The impact was violent and a resident was injured at her head, her shoulder and her right wrist. On that same day, around noon, a resident was transferred to the hospital by ambulance, where she was diagnosed to have a radius and cubital styloid fracture, for which she had plaster installed to her left upper leg. That same date in the afternoon a resident was transferred in an appropriate vehicle back to the facility. In the incident description there would have to be some contributing factors the only thing arjohuntleigh know, by the info given from the insurance company is that the resident tried to reposition herself on the alenti, the belt broke and she fell.